Event description:
It was reported that, post implant, the patient experienced swelling and discharge from the device pocket. The health care professional (hcp) had the patient on a course of antibiotics but the would remained slightly open with haemoserous ooze observed. The hcp gave another course of antibiotics and planned on reviewing the infection in a couple weeks, planning to explant the pacemaker system if the patient has not been healed. No additional adverse patient effects were reported. Additional information was received indicating the pacemaker system was explanted and a non-boston scientific leadless pacemaker was implanted. No additional adverse patient effects were reported.

Event description:
It was reported that, post implant, the patient experienced swelling and discharge from the device pocket. The health care professional (hcp) had the patient on a course of antibiotics but the would remained slightly open with haemoserous ooze observed. The hcp gave another course of antibiotics and planned on reviewing the infection in a couple weeks, planning to explant the pacemaker system if the patient has not been healed. No additional adverse patient effects were reported.